Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported when installing power supply assembly from their stock to the vela ventilator; the fuses are being burnt. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: d9, g3, g6, h2, h3, h6, h10. Results of investigation: a vyaire service technician was unable to duplicate the reported complaint due to physical damage found on power supply p/n 68281. Part is from an outside vendor and is beyond scope of vyaire investigation. No further investigation required. A root cause was could not be determined.